Event description:
It was reported by repair work order that the stretcher had reduced brake force due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.